Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient was hospitalized on (B)(6) 2018 with diabetic ketoacidosis while on insulin pump therapy. The reporter alleged the pump did not have power due to the battery dying without warning. No further information was provided. Animas customer support made several attempts to contact the reporter for additional information, but there was no response. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy associated with the pump not having power.